Event description:
Upon interrogation, this device did not display impedance measurements, battery voltage, and no cap reform has been noted since 2010. Based upon these telemetry difficulties, the physician explanted this device and replaced it.